Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff eroded through the urethra. The device was not working. The aus was explanted. No further patient complication reported.